Manufacturer narrative:
(B)(4). The analysis results found that the cb5lt instrument was received with the sleeve broken. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during an unknown procedure, pieces of the trocar broke off and fell in to the patient. The patient was converted to open to retrieve the pieces and finish the procedure.